Manufacturer narrative:
Concomitant medical products: dtba1q1 ICD; 459878 lead, implanted: (B)(6)2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had intermittent atrial under-sensing and possible over-sensing on stored electrograms (egm¿s). The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted the patient experienced inappropriate anti-tachycardia pacing for atrial fibrillation (af) with rapid ventricular response. The lead remains in use. No further patient complications have been reported as a result of this event.